Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis of 1610090, lotno:5200034 ¿ damage location details: the cello main lumen catheter hub was found in good condition. The cello balloon lumen catheter hub was found cracked. The cello catheter body was found flattened from ~5.0cm to ~1.7cm from the catheter distal tip. The cello catheter distal tip was found in good condition. The balloon appears to be in good condition. Per the fuji investigation report, ¿on the visual appearance of the sample, shaft flattened were located where the balloon is and between 17 mm and 49 mm from the distal end of the shaft were observed, see photos 2 and 3. For the hub, a crack on the balloon lumen connector of the hub was observed, see photos 4 and 5. For the entire sample, any abnormality such as a damage was not observed except the shaft flattened and the crack on the hub.¿ ¿ testing/analysis: per the fuji investigation report, ¿water leakage from the crack when injecting 1.0 ml water which was the maximum injection volume into the balloon by connecting a syringe to the balloon lumen connector of the hub was observed¿ ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter leak at hub/strain relief¿ report was confirmed. Per the fuji investigation report, ¿lot no. 5200034 was manufactured in february, 2022 for 48 units. Due to the balloon injection port (extension connecting tube) was not returned, no investigation has been held for this part. We reviewed our manufacturing records and it was processed as per as instructions, and also any abnormality was not recorded on the inspection records. For the manufacturing process of this product, tools which would be caused a damage on the shaft and/or the hub are not used, also there are no processes that would be caused the damage as well. A 100% inspection on the balloon for leakage by injecting air is conducted after the assembly process for this product. Therefore, any abnormality against a damage on the hub is detected during the inspection and not allowed to be shipped out to the market. In addition, this product is being protected with a protective tubing at the time of shipping, therefore the shaft flattened would not be occurred. Based on above investigation findings, we assume that the shaf t flattened and the damage on the balloon lumen connector of the hub were occurred for some reason after the product was shipped out from our facility.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a cello balloon had resistance in the distal section and leaked at the hub. Operator had flushed all the accessory devices as per instructions for use (IFU) tried to negotiate at arch, but due to tortuosity it didn't, after some time operator notice that saline also was licking at the hub of cello. He has decided to withdrawn cello and put 7f long sheath, then through long sheath he had completed mechanical thrombectomy with all other devices. And finish the case. The catheter was flushed as per IFU. The patient was being treated for an acute ischemic stroke. Vessel tortuosity was severe. The access vessel was the right cci with a diameter of 7.3mm. No patient injury or symptom was reported.  Ancillary devices: ace 68 guide catheter, traxcess guidewire additional information received reported that the guidewire tip advanced out of the catheter tip during the inflation 4-5 cm. The physician shaped the guidewire tip. There was no kink/damage on the catheter or guidewire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.